Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lens was received for product evaluation at our abbott medical optics manufacturing facility. The lens was inspected at 10x microscope magnification. A visual inspection revealed surface residuals adhered to both sides of the optic body compatible with use (implant and explant). Visual inspection also revealed that the lens was received without one loop and the other loop was distorted. The lens optic had a large cut through the center compatible with the explant process. The manufacturing certified operator cleaned the lens to remove the residuals. The manufacturing certified operator inspected the lens for optical properties and the results showed that the lens diopter was within specification. The manufacturing records were reviewed and found within product specifications. The documentation showed that the production order was manufactured according to specifications. Lenses are measured 100% for diopter power, resolution, and astigmatism during the diopter inspection operation. The documentation record for the diopter power inspection process was found within specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a pre-operative diagnosis of keratoconus and underwent an intraocular lens (iol) exchange after a post-op refractive hyperopic suprise. It was the doctor's opinion that the cause of the diopter difference was either a miscalculation that was done or a mislabeling on the package. The doctor thought that the diopter difference was 6 diopters. No patient complications were reported.